Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 21.6 mmol/l (388.8 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, vomiting, numbness and shortness of breath. When the pod was removed from the infusion site (abdomen), the pod's cannula was found dislodged. The patient was treated with intravenous fluids and manual insulin injections.